Manufacturer narrative:
The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels on the third day after changing the cartridge. The contact reported that the customer had been using humalog insulin and has since switched to using novolog. The contact explained to the customer that humalog was labeled for 48 hour use with the cartridge and that if the insulin was exposed to heat/cold, it may be impacted. The customer agreed that both possible causes could have been contributors to the high bg. Although requested, additional information was not provided.